Event description:
The customer called to report having alarms over the last two weeks. The customer indicated that they changed the site. The customer also informed that the cannulas have been bent or crimped more often. The customer mentioned that the tape was not sticking, but has resolved it. The customer treated their low bgs with food. Few days later, the customer called back and informed that they have been hospitalized with high bgs. The customer's family member believed that the pump was not functioning properly. Troubleshooting was performed. The pump passed the testing. The programming on the pump was correct. The high-pressure test was not performed due to the lack of clamp.